Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a shock for a fast ventricular tachycardia (vt) that was ineffective. The physician decided to deactivate the s-ICD and implant a transvenous ICD system. The s-ICD remains implanted but not in service. The s-ICD will be explanted at a later date. No adverse patient effects were reported.